Event description:
Reporter alledged the use by date and lot numbers are rubbed off the test strip vial. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.